Event description:
"The system is flushed through the two ports - the guidewire port and the prosthesis port- using an adequate flow of saline solution. It is introduced through the artery without issue and navigates properly; it is advanced to step 1, where it is observed that it is not advancing adequately. The system is advanced; the release mechanism is set to the 250 position. We observe that the prosthesis does not fully exit the primary sheath. Rescue maneuvers are attempted but are ineffective; therefore, to avoid complications for the patient, it is decided to remove the device and place a new one. When flushing the second device, the healthcare staff notes that it is much smoother the saline solution administration as well, when the physician performs step one of the second device, he also notes that the system is much smoother than the previous one." Patient outcome: "a new stent graft was used".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.